Manufacturer narrative:
H6: per information in the complaint record, omit code a24 and added code a01. Added code e0604. Clinical review: impella 5.5 was placed in a 59 year-old-male with history of diabetes, coronary artery disease and dialysis status post coronary artery bypass grafting (CABG) on (B)(6) 2026. The precondition events are unknown. There is no known documentation of procedural complications. There was no device related bleeding or alarms noted. During the night, (B)(6) 2026, the patient developed cardiac tamponade and was taken back to the operating room for a washout. The device will be conservatively reported for cardiac tamponade with surgical intervention as this is a known procedural complication if insertion best practices are not followed. The patient outcome was documented as survival at explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 developed tamponade and was taken to surgery for a washout. The patient was in stable condition.

Manufacturer narrative:
D4 UDI information was inadvertently omitted on the initial manufacturer device report.d6b explant date updated.

Manufacturer narrative:
H6. Investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Patient device interaction problem/cardiac tamponade/cardiac perforation: the cause of the issue was not determined without returned product investigation and sufficient clinical details.